Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA (B)(4)). This report is for (band aid brand kizu power pad regular ap (B)(4)). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA (B)(4)). (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA (B)(4)). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A father reported that after he applied the bandage to an area on his child¿s side, the child got a rash in the shape of the bandage. The father he described the rash as contagious impetigo. The father took his child to a hospital, where the father was told that the symptom might be an adhesive reaction. He was also told that the symptom would resolve on the next day with an anti-inflammation steroid. The symptom did not resolve and slight redness remained on the site even after one week had passed. No additional information has been provided.